Event description:
The patient was revised because of limited motion. The tibia and femoral components appeared malaligned on x-ray with possible subsidence.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event. Provided info stated poor device alignment was a possible contributing factor. In addition, the reported patient large physical stature (450 lbs) could also be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.